Event description:
It was reported that a vns patient had vocal cord paralysis. Current diagnostics were within normal limits. It was also indicated that the patient had the paralysis since being implanted, and it occurs when the device stimulates. The patient has seen two different ents about the issue, who diagnosed it as left vocal cord paralysis. They also suggested that the vns likely contributes to the event. The physician said he had never tried turning the device off. The patient did not want to disable it as it has made a dramatic difference in his life. The patient may follow-up with his implanting surgeon about this issue, however.